Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016 product type: lead; product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2016 explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 977a260, serial# (B)(4) product type: lead. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 977a260, sn: (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified.: additional review indicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6)2018, product type: implantable neurostimulator. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-aug-2022, UDI#: (B)(4). Refer to regulatory report #3004209178-2018-26730. The patient had issues with two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient didn¿t have left leg coverage. The patient presented on the day of the report for a lead revision. The rep reported that the pain wasn¿t controlled in the leg. The rep reported that the impedances on the paddle lead 0-7 were out of normal limits. The rep reported that the healthcare provider (hcp) added 2 percutaneous leads. The hcp had difficulty putting in the first percutaneous lead due to scarring and impedances were out of range on the first percutaneous lead. The hcp removed this lead and added another lead. The lead was tested intra-operative with good coverage. The patient was pleased in the pacu. The issue was resolved. No further complications were reported.